Event description:
Customer reportedly received the following results on the active s system within 10 minutes: 107 mg/dl, 50 mg/dl, and 80 mg/dl. No actions taken based on the device result. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.